Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient received insulin flow blocked alarm and the blood glucose level went over 300 mg/dl, which they tried to treat with an injection. No further information available.